Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2021-00150. During a redo pulmonary vein isolation and left atrial tachycardia procedure in the left atrium, a pericardial effusion occurred. During the procedure, the catheter made a crackling noise while bending and stretching. Because radio frequency ablation could be applied without any restriction, the catheter was not replaced and ablation was completed successfully with this catheter. At the end of the procedure, the patient became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.